Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's competitor right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that non-invasive programmed stimulation (nips) testing was performed and all measurements were within normal limits. The lead remains implanted.